Manufacturer narrative:
B5: the reporter indicated there was no patient injury. Another icl lens was implanted and the patient is very happy. The problem was resolved. Claim # 7(B)(4).

Event description:
The reporter indicated the surgeon inserted and removed a 12.6mm vticmo12.6 implantable collamer lens, -08.50/+2.0/091 (sphere/cylinder/axis), within the same surgery due to the lens tore during delivery into the patients right eye (od). The surgeon did not implant another icl lens. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).